Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (50 mcg/ml at 26.3 mcg/day) and hydromorphone (15 mg/ml at 7.8 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was in for a refill today and they were expecting 14 ml in the reservoir and got back nothing when attempting to aspirate. The hcp was confident they were in the reservoir, and they injected saline into the pump and withdrew the correct amount. The patient¿s last appointment was on (B)(6) 2022 and there were no issues as that time; no suspicion of a pocket fill; or any patient symptoms. Possible causes for the volume discrepancy were discussed during the call. The reporter was going to review the records from the last appointment and try to determine a likely cause. Additional information was received from the reporter who reported that it was determined that the hcp programmed the reservoir volume as 40 ml, but actually only filled the pump with 20 ml.